Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s wife stated the cgm was reading 50-56 mg/dl but the patient¿s bg was below 30 mg/dl (which is within accuracy specifications). She stated that she woke up in the middle of the night and was not able to wake her husband up because he was in a diabetic coma. She called 911 and when the paramedics arrived, they treated the patient for low blood sugar. The emergency medical technicians (emts) stated that his bg was below 30 mg/dl and his cgm was reading in the low 50s mg/dl. He was taken to the hospital and was receiving treatment at the time of the call. A magnetic resonance image (MRI) was done as well as additional unspecified treatment. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.